Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer was treated with manual injection and via insulin pump. Customer reported that they were not using auto mode at the time of incidence. Insulin pump was not began suspended at the time of event. Customer was getting insulin flow block alarm. Infusion set had bent cannula. The insulin pump will not be returned for analysis.